Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the biomedical engineer that the pt, while at home, was experiencing red heart alarms and the pt cable felt hot. The system controller was swapped out and the alarm stopped, and the cable was no longer hot.

Manufacturer narrative:
The device was returned to the manufacturer for eval and the reported event was confirmed. The visual inspection of the returned black power cable revealed a blackened and burned area at the connector end. The root cause is suspected to be inner doctor breakdown resulting in the inner conductors shorting to ground via the shield while on the power base unit. No further info is available. The manufacturer is closing its file on this event. As a participant in the (B)(6) registry, thoratec was granted as of may 17, 2007, an exemption from the 30 day calendar reporting requirement in 21 cfr 803.50 for events related to medical devices eligible for inclusion in the (B)(6) registry. Per this exemption, these events are due to the FDA no later than 90 calendar days from awareness date. The site who submitted this event is an active (B)(6) member and the associated medical device is included in the (B)(6) registry.